Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The esheath was returned to edwards. Upon visual inspection, a liner tear along the entire length of sheath shaft, scratches along entire length of sheath shaft, and minor distal tip damage was observed. No other visual abnormalities were observed on the sheath. Dimensional analysis of the wall thickness of the liner was performed and found to meet specification. No functional testing was able to be performed due to the condition of the returned sheath (expanded sheath with torn liner). A review of DHR, complaint history, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. Potential patient or procedural factors can contribute to a sheath shaft liner tear, including vessel calcification and tortuosity and a sub-optimal device insertion angle. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Vessel tortuosity and sub-optimal insertion angles can lead to non-axial alignment in the retrieval of the delivery system. Available information suggests the patient¿s access vessel calcification and tortuosity may have been contributing factors for the liner tear. The cause for the femoral artery dissection could not be confirmed, however, may be related to the patient¿s access vessel calcification and tortuosity. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Upon removal of the esheath, there was lots of blood and a split in the esheath was observed. Pressure was held to stop the bleeding and a tear in the artery was observed. A cut down was performed and patch was placed to repair the artery. There were no issues while inserting the sheath or advancing the devices through the sheath. The patient's access vessel minimum luminal diameter was 5.0x8.3mm, was moderately calcified and mildly tortuous.